Event description:
It was reported that during a lap gastric bypass procedure,the device cut but did not staple. The surgeon manually sutured the anastamosis by hand, and completed the procedure. Two days post op, the staple line strictured, and a re-operation was required. The patient is okay.

Manufacturer narrative:
Information anticipated, but unavailable at this time.